Event description:
It was reported to boston scientific corporation that a mantis clip was used during an esd procedure on (B)(6) 2026. During the procedure, the mantis clip was hard to release and after moving the catheter multiple times, the clip ultimately was able to be released. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf device code a15 captures the reportable event of difficult to release from catheter. Block h11 investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an esd procedure on (B)(6) 2026. During the procedure, the mantis clip was hard to release and after moving the catheter multiple times, the clip ultimately was able to be released. The procedure was completed with the same device. There were no patient complications reported as a result of this event.